Manufacturer narrative:
Product ID: 97754, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient reported that they thought their recharger had a short in it. The patient stated they had difficulty with getting coupling bars. Sometimes they would get 2 bars and sometimes 4, but then the bars disappeared and they had to try and get the bars again. The patient stated they had not fallen recently. It was further reported that the patient usually could not get more than 4 coupling boxes filled, but they disappear even when holding the recharger against the ins. The patient's has tried holding the recharger still and holding the recharger and marking the place to hold the recharger. The patient was able to get 4 bars on the call, but declined further troubleshooting saying that 4 was best they could get. They stated with adhesive discs they sometimes get 6. During the call the 4 bars went away, the patient noted they started moving from standing to sitting position. The patient was able to get 4 bars back. The patient noted they had met with a manufacturing representative previously to restart the ins after a possible overdischarge. The rep only got 4 bars and gave them adhesive discs. The rep stated they thought that because of the shape of the patient's back and tissue the belt did not curve enough or the ins might be deep or it could have moved from previous falls. A replacement recharger was sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain and chronic low back pain. It was reported that the patient last charged 2-2.5 weeks prior to the report and was not able to connect with the patient programmer. A poor communication message was seen on the patient programmer. An overdischarge was suspected. The patient is having leg pain which the health care provider stated was possibly from fibromyalgia. When the patient¿s back hurts, the pain shoots down the legs and this has been going on for years. Some of the leg pain in new. The patient reported that the leg pain is from the stimulator not being on. The patient hadn¿t felt stimulation starting around (B)(6) 2018, confirmed as (B)(6) 2018. An antenna locate session was performed; however, the best value that the patient could get was in the low 40s. The patient was able to charge per the normal process after several uses of the antenna locate tool. The patient was able to charge the battery to full, and a power on reset message was seen on the screen. The cause of the pain and suspected overdischarge was an extended period without use or charge. The power on reset message was cleared on (B)(6) 2018. The stimulation was turned on, and the patient was receiving effective therapy. The recharger connection was check, and the patient is averaging no bars and they could only get a maximum of 4 bars. The patient did state that she has ¿gained some since implant.¿ sticky discs were ordered to see if it can help her charging connection, and the patient was educated to try and charge at least one a week. There were no further complications reported. The patient¿s medical history includes an unrelated brain tumor that caused a car accident. The patient is on medication which has caused the patient to have a lot of light shows in their head. The leg pain started when they got off medication, so the health care provider said that it had been there all along.